Event description:
The manufacturer received information alleging that a vent service alarm occurred while a ventilator was in use. The ventilator was exchanged with another device without issue. No patient harm or injury was reported. The device was evaluated by a philips service engineer. A review of the error event log found evidence of errors. The system board and active exhalation control module proportional valve were replaced due to suspect wiring, which addressed the reported issue. Additional device testing was completed, and the device was found to perform as intended.